Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device the customer's reported problem was verified. Inspected the pump and during power up, the lines was found to be on the top of the lcd display. Further investigation of the pump and determined that the lcd display was corrupted and the root cause of the issue. Therefore, the lcd display will be replaced. The error code 46221 was also, found on the display and occurred multiple times in an event history log. Problem source is unknown . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Evaluation results: one cadd solis pump was returned for investigation in good condition. A review of the event history log showed the following: (B)(6) 2019 9:14:28 am system fault 46,221 occurred 0 0 0 4. (B)(6) 2019 9:24:12 am system fault 46,221 occurred 0 0 0 4. (B)(6) 2019 9:20:12 am system fault 46,221 occurred 0 0 0 4. (B)(6) 2019 10:49:57 am system fault 46,221 occurred 0 0 0 4. The customer's reported product problem was verified. The investigator inspected the pump and during power up, the lines were found to be on the top of the lcd display. Further investigation of the pump determined that the lcd display was corrupted. This was identified as the root cause of the product problem. The lcd display was replaced as a result. The error code 46221 was also found on the display, and occurred multiple times in the event history log. The error code 46221 was referenced to a software issue. The microprocessor board was replaced as a result.

Event description:
It was reported that the display had lines across the top, and that the pump produced error code 46221. There was no patient involvement. The product problem was observed during testing.